Event description:
Customer reported a crack on the insulin pump. Customer stated that the insulin pump would not power up after a battery change. Customer stated that the insulin pump may be exposed to moisture from sweat. Customer's current blood glucose reading is 65 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.